Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred (B)(6) 2024 due to device dislocation. There was uneven contact between glenosphere and poly liner that the caused poly liner to wear completely on the inferior side. The glenosphere washers became loose. Patient experienced shoulder lack of mobility. The glenosphere and liner were replaced. Original implant date unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: uneven contact between glenosphere and poly liner caused poly liner to wear completely on the inferior side of poly and the glenosphere washers became loose. The product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed one side of the concave surface of the dxtend stand pe cup d42 +6mm with eccentric wear, where it appears to be fractured as well. Additionally, organic debris could be observed on the device surface. Potential cause can be traced to a component failure, as a consequence of the device coming in contact with other objects in an off-axis position for a period of time. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time, including the possibility that the fracture observed could have been related to the wear condition. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the dxtend stand pe cup d42 +6mm would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.